Event description:
The patient reported having visian icl implantable collamer lenses implanted in both eyes. At the last check-up with the surgeon on (B)(6) 2012, everything was fine. The patient reported the vision in the right eye was cloudy and the patient was told by an optometrist she has cataracts in both eyes. Additional information has been requested from the patient but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Per medical review - reportedly, (B)(6)-year-old patient was told by optometrist whom she visited for the cloudy vision, in the right eye, that cataract had developed. Icl was implanted two years ago and according to the patient at the one year follow-up everything was fine. The icl was explanted almost two years postoperatively to address development of a cataract (anterior subcapsular). According to the report, from the facility, cataract was removed and iol was implanted at the same surgery date. Bcva post intervention was 20/20-. It should be noted that literature reports that only (B)(4) of patients develop anterior subcapsular opacities following icl implantation but only (B)(4) progress to clinically significant, especially in high myopes and older patients. Based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens remains implanted. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the facility reported the icl was implanted in the patient's right eye (od) on (B)(6) 2011. The icl was explanted on (B)(6) 2013 due to the development of a central anterior subcapsular cataract. The cataract was removed and an iol was implanted. At the last post-op visit on (B)(6) 2013, the patient's best-corrected visual acuity was 20/20 -1.